Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemporo vh-3500 had no energy coming from the jaws when they pulled the trigger. They changed devices and it worked. No harm to the patient. The power supply was set to 2.5. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/16/2022. An investigation was conducted on 12/28/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the jaws. The heater wire and gray silicone insulation of the jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, reference cable, and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000258496 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.